Event description:
It was reported the patient's leads had migrated, causing the left supra-orbital to sit above ears and the left occipital lead is in the neck. The issue was confirmed via x-rays. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the left occipital lead was noted to be protruding from the scalp. The physician repositioned all the leads to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.